Event description:
N/a

Manufacturer narrative:
It was reported that during procedure the delivery system was leaking was confirmed. The investigation found that a fracture was found on the screw part of the extension tube. Upon testing it is further, which was identified as the likely cause of the leak. Imaging provided by the field appeared to show the extension tube. As event appears to be related to a potential product quality issue; the issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications prior to shipment.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 7f amplatzer torqvue delivery system was selected for use. During device preparation and prior to patient contact, while the delivery system was being flushed, leak was observed. At the junction of the connecting extension tube and stopcock, the delivery system was leaking saline. Visual inspection was performed and no damage was observed. The delivery system was exchanged for a new unknown sized unknown delivery system. The procedure was completed with no further issues. The patient was reported to be in stable condition.